Manufacturer narrative:
H3) the archives from this event were received for software analysis. The archives were reviewed and there was an inaccuracy after registering with the touch-n-go probe. From the trace pattern it appeared that the system did not consistently track the probe because there were large spaces between the collected points and little tracing was completed on unique anatomy. The second registration was successful. There was no other information provided to help confirm the cause of the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial procedure. It was reported that the surgeon was inaccurate with the touch and go probe. The points seemed to be recorded above the patients skin in the registration model. The site was able to register the patient with the probe but felt inaccurate. They switched to a passive planar blunt probe, and they were able to register the patient and felt more accurate. There was a reported delay of less than one hour and no reported impact to patient outcome.